Manufacturer narrative:
The returned blade was evaluated and the failure could not be replicated. The root cause is undetermined.

Event description:
It was reported that during a knee replacement procedure the blade broke at the cutting end. It was also reported that there was a minor delay long enough to find a replacement blade. It was further reported that the broken piece was retrieved. It was further also that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete. Evaluation in progress.

Event description:
It was reported that during a knee replacement procedure the blade broke at the cutting end. It was also reported that there was a minor delay long enough to find a replacement blade. It was further reported that the broken piece was retrieved. It was further also that there were no adverse consequences as a result of this event and the procedure was completed successfully.